Event description:
It was reported that post op of a colon procedure, the patient was brought back to surgery for a post op bleed. No other details are available. The patient is still in the hospital and doing well. The device was discarded. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2011. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2011.

Event description:
Additional information was requested on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011 and no additional information was received.